Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed the downstream occlusion (dso)seal was ripped/cracked. Functional testing was performed. The malfunction of dso seal was noted, and the complaint was confirmed. The dso seal was replaced. The device passed all functional testing after repair.

Event description:
It was reported that device had downstream occlusion. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.